Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned for analysis in 3 segments. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 5.1 - 5.5. Cm from the connector pin consistent with lead friction to the can.

Event description:
This report is to advise of an event observed during analysis.